Event description:
This event has been deemed a reportable event based on the investigation results of; sheath torn. Note: event date unk. It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was used during an endoscopic retrograde cholangiopancreatography procedure. (Pt over 18 years). According to the complainant, there was no noticeable damage to the device but during the procedure the brush would not advance forward from the catheter. The procedure was completed with another combo cath wire-guided cytology brush.

Manufacturer narrative:
A visual eval found that the working length was twisted. The extrusion was found to be torn for a length of 1.7 centimeters distally to the black heat shrink, and the connecting wire was found to be slightly protruding from it. The extrusion was also found to be partially collapsed onto the connecting wire 7.5 to 8.3 centimeters from the distal end of the catheter. A functional evaluation was performed by holding the wire into the torn extrusion and attempting to extend the brush. The brush was able to be extended and retracted, but resistance was felt. During the eval the device was found to be twisted, collapsed and torn. It is most likely that the catheter became twisted and collapsed due to insertion into the scope and attempted use. Therefore, the most probable root cause is operational context. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).